Event description:
Healthcare professional reported "right capsular contracture baker grade iii- implant found ruptured." Device explanted. Right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: opening and underweight. A microscopic analysis was performed which identify striated opening in the anterior and missing. Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage. Missing piece of the shell assessed inconclusive. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Healthcare professional reported "right capsular contracture baker grade iii- implant found ruptured." Device explanted. Right side.